Manufacturer narrative:
According to laboratory tests the hcu40 was positively tested for mycobacteria (11 cfu / 100 ml). After the disinfection with 5% chloramine-t the device was tested positively again for mycobacteria. After consulting the product manager the recontamination of the device could be expected: - the filters used for filling the hcu are validated for a use of 31 days. However, the water pressure and the flow ratio affect the effectiveness of the filter. Therefore mycobacteria can cross a 0.2 m filter membrane even if the filter is not older than 31 days. - according to the questionnaire filled out by the customer, the tap water of the hospital is contaminated with mycobacteria. If there are mycobacteria in the tap water it is likely that mycobacteria are also present in the air. A recontamination of the device, either over the tap water or over the mycobacteria present in the air, is probable. - hcu devices are only disinfected and not sterilized. Mycobacteria can still be present after the disinfection and a recontamination induced by these bacteria is likely. The recontamination of the device can be prevented by using water treatment to remove the mycobacteria present in the tap water. These circumstances were pointed out to the colleagues in the UK. This reported incident was identified as an issue relating to the decontamination procedures for the device. CAPA (B)(4) was opened to address the reported issue. A health hazard evaluation (hhe) was performed to determine the risk associated with the reported issue and the outcome was determined to be low. However, (B)(4) was initiated to address the cleaning and decontamination process within the IFU of the hcu40 device. This procedural update was completed on 29 november 2016.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
According to laboratory tests the hcu40 was positively tested for mycobacteria (11 cfu / 100 ml). Thus the failure could be confirmed. As mentioned in the instruction for use, the device has to be cleaned with a 5% chloramine-t concentration in the entire water volume of the hcu 40 for special, highly effective disinfection and biofilm removal. The chloramine-t solution must be allowed to act for 24 hours. This reported incident was identified as an issue relating to the decontamination procedures for the device. CAPA (B)(4) was opened to address the reported issue. A health hazard evaluation (hhe) was performed to determine the risk associated with the reported issue and the outcome was determined to be low. However, fsca (B)(4) was initiated to address the cleaning and decontamination process within the IFU of the hcu40 device. This procedural update was completed on (B)(6) 2016.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was stated that the hcu40 was positively tested for mycobacteria (11cfu / 100 ml). No patient injury/harm reported. (B)(4).